Event description:
Pt was undergoing an exploratory laparotomy with right paratubal cyst removal, partial right salpingectomy, right ovarian cystectomy, and left ovarian cystectomy. During the use of the 3-0 vicryl sh, the surgical tech noticed the tip of the needle missing. The ovary, after closure on the left side, was opened and inspected twice with dissection. No needle tip noted. Prior to the closure of the abdomen an x-ray was taken of both the abdomen and pelvis, 2 views. No definite evidence of a retained foreign body noted on the radiology report.